Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The delivery system tether was knotted. The delivery system tether was broken/cut/pulled apart. The delivery system tether was frayed. The delivery system outer shaft was torn/cut/ruptured. There was a mechanical problem with the inner shaft of the delivery system. There was a mechanical problem with the stability member of the delivery system. The analyst noted the full delivery system was returned in pieces with the device separated from the delivery system. The tether was cut. There was a knot in the tether. The tether was frayed and pulled apart. The stability member outer shaft and inner shaft were cut off at 43 cm and 48 cm from the proximal end of the delivery system, extrinsic damage. This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID mc1avr1-delsys] (serial: (B)(6)). D9: yes, return date: 21-jul-2025. H3: yes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: [micra], product ID: [mc1avr1-delsys], (serial: [(B)(6)]). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported intraoperatively that the leadless implantable pulse generator (ipg) exhibited a tines issue and the delivery system exhibited a tether issue. The leadless ipg and delivery system were attempted not used and replaced. No patient complications have been reported as a result of this event.